Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach broke while attached to kincise.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the photos provided on the attachments we can confirm the reported event, the broach is broken prom the attaching post. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.